Event description:
A patient experienced burn in the abdominal area following laser treatment.

Manufacturer narrative:
Until further information about the device and procedure is obtained investigation is on-going and no conclusion is possible at this time.